Event description:
Caller reported a cartridge alarm with consecutive cartridges. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump with updated software, and the customer acknowledged understanding of storage and return instructions for the problematic pump.